Manufacturer narrative:
This report is filed december 17, 2013.

Event description:
Per the clinic, the patient experienced a skin flap infection with pain and loosening of abutment; however, attempts to tighten the abutment were unsuccessful. The patient underwent revision surgery in (B)(6) 2013 (specific date not reported) to remove excess skin around the abutment side. The infection around the abutment side continued and treatment with oral antibiotics is attempted. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.